Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value and cause was unknown. The customer was unable to provide information on the reported event. At the time of the report, the issue had been resolved.